Event description:
It was reported that the device was not detecting ventricular tachycardias and no therapy was delivered. During a four hour episode, therapy was withheld due to matching wavelet, but was finally delivered. The device wavelet template was reprogrammed to rv coil to svc coil and the device remains in use. No patient complications have been reported as a result of this event. The patient is part of (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945-65, lead, implanted (B)(6) 2001. (B)(4).